Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. In turn, the patient underwent surgical intervention in (B)(6) 2019 wherein the scs ipg was explanted and replaced to address the issue.